Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that a 3.5x18mm xience alpine stent delivery system (sds) was used on an emergency case on sunday. The sds was advanced using a guideliner; however, it was unable to cross the lesion. There was no resistance felt between the sds and the guideliner during advancement; however, during retraction of the sds from the anatomy the stent implant caught the tip of guideliner resulting in a flared stent strut. The sds was changed to another same size xience alpine and the procedure was completed successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported material deformation was able to be confirmed. The reported difficulty to remove was able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. The reported difficulties appear to be related to circumstances of the procedure. Based on a visual, dimensional and functional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling. Unique device identifier (UDI): (B)(4).